Event description:
This (B)(6) year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 948839) inserted. This case describes the occurrence of dysmenorrhoea ("dysmenorrhea"). The subject's medical history included endometriosis, dyspareunia, heavy periods and regional nerve block (anesthesia for essure procedure) in 2012. Previously administered products included for an unreported indication: ibuprofen in 2012, toradol in 2012, diazepam in 2012, epinephrine in 2012, hydrocodone in 2012, lidocaine in 2012 and promethazine in 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced dysmenorrhoea (seriousness criteria hospitalization and intervention required), 6 years 2 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (elective total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be related to fallopian tube occlusion insert. The reporter commented: visualization of the right and left tubal ostia was achieved. Successful bilateral placement of essure was performed and after placement, 5 coils were seen in left tube and 8 coils on right. No adverse event occurred during the essure procedure or in the recovery area. No other procedures were performed in conjunction with the essure procedure. Subject rated the comfort of undergoing the essure procedure as fair and overall satisfaction as somewhat satisfied. No endometriosis noted at time of surgery. On (B)(6) 2018 subject presented progressively worsening painful menstrual periods and desired definitive surgery. Possible alternative explanation for the sae is endometriosis (concomitant disease). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 9.1 kg/sqm. Haemoglobin (12.2 - 14.9 g/dl) - on (B)(6) 2018: 15.0 g/dl. Pregnancy test urine - on (B)(6) 2012: negative. Ultrasound pelvis - on an unknown date: normal uterus, fallopian tubes and ovaries. Essure coils noted in appropriate location. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no: 948839) inserted. This case describes the occurrence of dysmenorrhoea ("dysmenorrhea"). The subject's medical history included endometriosis, dyspareunia, bleeding menstrual heavy and regional nerve block (anesthesia for essure procedure) in 2012. Previously administered products included for an unreported indication: ibuprofen in 2012, toradol in 2012, diazepam in 2012, epinephrine in 2012, hydrocodone in 2012, lidocaine in 2012 and promethazine in 2012. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced dysmenorrhoea (seriousness criteria hospitalization and intervention required), 6 years 2 months after insertion of fallopian tube occlusion insert. The subject was treated with surgery (elective total laparoscopic hysterectomy and bilateral salpingetomy on sep-2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the dysmenorrhoea had resolved. The investigator considered dysmenorrhoea to be related to fallopian tube occlusion insert. The reporter commented: visualization of the right and left tubal ostia was achieved. Successful bilateral placement of essure was performed and after placement, 5 coils were seen in left tube and 8 coils on right. No adverse event occurred during the essure procedure or in the recovery area. No other procedures were performed in conjunction with the essure procedure. Subject rated the comfort of undergoing the essure procedure as fair and overall satisfaction as somewhat satisfied. No endometriosis noted at time of surgery. On aug-2018 subject presented progressively worsening painful menstrual periods and desired definitive surgery. Possible alternative explanation for the sae is endometriosis (concomitant disease). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 9.1 kg/sqm. Haemoglobin (12.2 - 14.9 g/dl): on (B)(6) 2018: 15.0 g/dl. Pregnancy test urine: on (B)(6) 2012: negative. Ultrasound pelvis: on an unknown date: normal uterus, fallopian tubes and ovaries. Essure coils noted in appropriate location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; and was unable to confirm complaint. Should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled: "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (lot no. 948839) inserted for contraception. The case describes the occurrence of dysmenorrhoea ("dysmenorrhea"). The subject had a medical history of regional nerve block (anesthesia for essure procedure) in 2012 and body mass index normal, bleeding menstrual heavy, dyspareunia and endometriosis. Previously administered products included: ibuprofen, toradol, diazepam, promethazine, hydrocodone, lidocaine and epinephrine. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 2267 days after fallopian tube occlusion insert insertion, she experienced dysmenorrhoea (seriousness criteria hospitalisation and intervention required). Fallopian tube occlusion insert was removed on (B)(6) 2018. The subject was treated with surgery (elective total laparoscopic hysterectomy and bilateral salpingetomy on (B)(6)2018). On (B)(6) 2018, the event had resolved. The investigator considered dysmenorrhoea to be related to fallopian tube occlusion insert administration. The reporter commented: visualization of the right and left tubal ostia was achieved. Successful bilateral placement of essure was performed and after placement, 5 coils were seen in left tube and 8 coils on right. No adverse event occurred during the essure procedure or in the recovery area. No other procedures were performed in conjunction with the essure procedure. Subject rated the comfort of undergoing the essure procedure as fair and overall satisfaction as somewhat satisfied. No endometriosis noted at time of surgery. On (B)(6) 2018 subject presented progressively worsening painful menstrual periods and desired definitive surgery. Possible alternative explanation for the sae is endometriosis (concomitant disease). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.97 kg/sqm. [Haemoglobin (12.2- 14.9 g/dl)] on (B)(6) 2018: 15.0 g/dl. [Pregnancy test urine] on (B)(6) 2012: negative. [Ultrasound pelvis] (date unknown): normal uterus, fallopian tubes and ovaries. Essure coils noted in appropriate location. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: patient height, weight and bmi was corrected. Medical history was added. Imdrf 'health impact' codes (annex f) was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; and was unable to confirm complaint. Should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 39-year-old female subject was enrolled in a company-sponsored interventional study titled: "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (lot no. 948839) inserted for contraception. The case describes the occurrence of dysmenorrhoea ("dysmenorrhea"). The subject had a medical history of regional nerve block (anesthesia for essure procedure) in 2012 and body mass index normal, bleeding menstrual heavy, dyspareunia and endometriosis. Previously administered products included: ibuprofen, toradol, diazepam, promethazine, hydrocodone, lidocaine and epinephrine. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 2267 days after fallopian tube occlusion insert insertion, she experienced dysmenorrhoea (seriousness criteria hospitalisation and intervention required). Fallopian tube occlusion insert was removed on (B)(6) 2018. The subject was treated with surgery (elective total laparoscopic hysterectomy and bilateral salpingetomy on (B)(6) 2018). On (B)(6) 2018, the event had resolved. The investigator considered dysmenorrhoea to be related to fallopian tube occlusion insert administration. The reporter commented: visualization of the right and left tubal ostia was achieved. Successful bilateral placement of essure was performed and after placement, 5 coils were seen in left tube and 8 coils on right. No adverse event occurred during the essure procedure or in the recovery area. No other procedures were performed in conjunction with the essure procedure. Subject rated the comfort of undergoing the essure procedure as fair and overall satisfaction as somewhat satisfied. No endometriosis noted at time of surgery. On (B)(6) 2018 subject presented progressively worsening painful menstrual periods and desired definitive surgery. Possible alternative explanation for the sae is endometriosis (concomitant disease). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.97 kg/sqm. [Haemoglobin ( 12.2- 14.9 g/dl)] on (B)(6) 2018: 15.0 g/dl. [Pregnancy test urine] on (B)(6) 2012: negative. [Ultrasound pelvis] (date unknown): normal uterus, fallopian tubes and ovaries. Essure coils noted in appropriate location. Lot number: 948839 manufacture date: 2012-02 expiration date: 2015-02. Quality-safety evaluation of ptc: for fallopian tube occlusion insert: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jul-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; and was unable to confirm complaint. Should any new and reportable information become available, this will be provided in a supplementary report.